Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, unit had no alarm. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. Upon triage on 01/11/2017, the service tech found that the unit had no alarm.